Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, photo analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged tip on the microintroducer sheath was confirmed but the cause is unknown. A series of photographs of a 5fr microintroducer/dilator/sheath was returned for evaluation. The dilator was inlaid within the sheath. Small amounts of residue appeared to be present within the dilator, indicating that the device had been used. The dilator shaft contained a bend between the tapered region and the handles. The sheath material was buckled where the dilator had been bent. The distal end of the sheath contained deformation where the material appeared jagged and appeared to flare outward away from the dilator shaft. The bend in the microintroducer may indicate a difficult placement. However, it is unknown if additional unknown factors contributed to this event. The exact root cause of the damage to the distal end of the sheath could not be determined from evaluation of the photos. Possible contributing factors could include insertion technique and steep insertion angle. The IFU states ¿avoid sheath damage by simultaneously advancing the sheath and dilator as a single unit using a rotational motion.¿ if necessary, a small incision may be made adjacent to the guidewire to facilitate insertion of the sheath and dilator.

Event description:
It was reported in an attempt to dilate, the microintroducer broke the tip. It was necessary to open a new kit for the procedure.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refr2330 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported in an attempt to dilate, the microintroducer broke the tip. It was necessary to open a new kit for the procedure.